Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 204, 317, 266, 275 and 285 mg/dl. The customer¿s expected blood glucose test results are below 140 mg/dl am fasting and below 160 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2023 and test strips were opened three days prior to call. The meter memory was reviewed for previous test result history: result 1: 204 mg/dl date: (B)(6) time: 6:46 am fasting, result 2: 317 mg/dl date: (B)(6) time: 10:06 pm fasting, result 3: 266 mg/dl date: (B)(6) time: 5:00 pm fasting, result 4: 275 mg/dl date: (B)(6) time: 4:37 am fasting, result 5: 285 mg/dl date: (B)(6) time: 8:36 pm fasting.